Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective patient board could not be identified. The subject device was manufactured before countermeasures were taken for the design change of the op-amp of the dr board (printed circuit board). It was confirmed that the design change of the dr board was made on april 16, 2018, but it is unknown whether the design change is relevant to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as an asset return and the evaluation found found a no image issue with 180 scopes, and the unit test patient board was defective and needed replacement. The top cover, chassis feet and front panel all needed replacement due to wear and tear condition; and the outdated software version (1.04) was recommended to be upgraded to 4.10 version. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found a no image issue with 180 scopes, the video socket (ex board) had a bad locking mechanism, and the unit test patient board was defective and needed replacement. The top cover, chassis feet and front panel all needed replacement due to wear and tear condition; and the outdated software version (1.04) was recommended to be upgraded to 4.10 version. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.